Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of this peritonitis event was reported as pd therapy was on "hold for three days". It was reported that the patient was not hospitalized for this event. The patient was treated with meropenem injection (1gm per day, route, frequency and duration were not reported) and vancomycin injection (1gm every 4th day, route, frequency and duration were not reported) for this event. At the time of this report, the patient was recovering for this event. No additional information is available.

Manufacturer narrative:
B5: at the time of this report, the patient was recovered for the event and antibiotic treatments were stopped. Should additional relevant information become available, a supplemental report will be submitted.